Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA 1061510. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10

Event description:
It was reported that an unspecified number of an unspecified bd barricor tube experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown . Testing facility also noted they see up to a 30% difference for lactate dehydrogenase (ldh) when comparing bd barricor to other tubes, such as bd sst.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of an unspecified bd barricor tube experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. Testing facility also noted they see up to a 30% difference for lactate dehydrogenase (ldh) when comparing bd barricor to other tubes, such as bd sst.